Event description:
Patient was undergoing laparoscopic sleeve gastrectomy. Endo gia ultra universal stapler (12mm xl, ref # egiauxl, lot # p3l0569x) would not fire with load (covidien endo gia black articulating reload with tri-staple technology, 60mm extra thick, ref # egia60axt, lot # n3m0327gx, use by 2018-(B)(6)). The devices had worked 5 previous times on the field. The handle was replaced but the load still would not fire. Using the new handle, the load was replaced and then the device fired as it should.======================manufacturer response for surgical stapler, endo gia ultra universal stapler (per site reporter)======================no known response